Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Release button - the analysis found that one pce45a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a video assisted thoracoscopic lower lobectomy procedure, after two complete firings, before the third firing, the closing hand of the device had stopped locking and the gun stopped working. The closing handle got the free movement and lost its locking mechanism. The same event happened with another like device. A different device was used to complete the procedure. There were no adverse consequences for the patient reported.